Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(4). Batch: (B)(4).

Event description:
It was reported that the patient experienced worsened pain, inadequate stimulation, and difficulty charging the ipg. All components were explanted and discarded per hospital policy.